Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The visual and media inspection of the reservoir revealed that there was a long dark hair in the sealed inner packaging with the spherical reservoir. Examination of pictures provided by the customer showed hair inside the sealed reservoir packaging. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the event of foreign material was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, when the outer packaging of a 100 ml spherical reservoir was opened, a hair was observed inside the sterile packaging. The sterile barrier remained sealed with the hair inside. As an alternative, the team opened another 100 ml conceal reservoir and used it to complete the procedure. No patient complications were reported.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, when the outer packaging of a 100 ml spherical reservoir was opened, a hair was observed inside the sterile packaging. The sterile barrier remained sealed with the hair inside. As an alternative, the team opened another 100 ml conceal reservoir and used it to complete the procedure. No patient complications were reported.